Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd emerald¿ syringes with luer slip centric tips experienced leakage "at the rubber part".

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with two used and affected samples and two reference samples. The affected samples were full of a drug inside and presented a small quantity of this drug between the first and second lip of the stopper. Bd has performed the leakage test for these syringes and no issue was found. Bd could confirm the reported issue. We conclude that the cause of the problem could be produced because of a small damage in the stopper lip, which during use, produced the reported issue.

Event description:
It was reported that two bd emerald¿ syringes with luer slip centric tips experienced leakage "at the rubber part."